Manufacturer narrative:
Citation: kaneko h et al. Impact of n-terminal pro-b-type natriuretic peptide response on long-term prognosis after transcatheter aortic valve implantation for severe aortic stenosis and heart failure. Heart vessels. 2019 may; 34 (5): 777-783. Doi: 10.1007/s00380-018-1297-z. Epub 2018 nov 15. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the role of the n-terminal pro-b-type natriuretic peptide (nt-probnp) response and identify the determinants of the nt-probnp nonresponse among patients with severe aortic stenosis and heart failure who underwent transcatheter aortic valve implantation (tavi). All data were collected from a single center between july 2008 and may 2017. The study population included 717 patients (predominantly female; mean age 80 years), 109 of which were implanted with medtronic corevalve bioprosthetic valves and 55 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, 43 in-hospital deaths occurred and were excluded from the study. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, post-tavi adverse events included: permanent pacemaker implantation and moderate or higher aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.